Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and cleaned the printed circuit boards and the connections. The system was tested and found to be working as intended and put back in service.